Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6). Reporting institution phone (B)(4). Reporter phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was in use on a patient without a filter at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Requesting an order for a kit following contamination. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomedical company is waiting to know the type of bacteria and its virulence. Depending on the result, the v60 will be quarantined or destroyed. Investigation remains ongoing.